Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: model: d314drg, ICD; implant: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) earlier than anticipated. The patients right ventricular (rv) lead exhibited elevated/rising thresholds. The device was removed and replaced/downgraded to a single chamber ICD. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.